Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display and was alarming. The customer confirmed that the device had been submerged in water the day before the call. The customer also reported removing the battery then received a battery out limit. Blood glucose level at the time of the incident was 177 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had an intermittent button response due to moisture damage keypad trace. No unexpected numbers scrolling noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.